Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were visited the emergency room due to high blood glucose, on (B)(6) 2018 with blood glucose of 369 mg/dl. The customer had other blood glucose of 178, 324 mg/dl. The customer had difficulty in breathing. The customer was treated by insulin pump and intravenous fluid. The troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.